Event description:
The hcp reported the pt had the pump refilled with an incorrect concentration of drug. The next day, the hcp reported the pt was found to be "loose and somnolent, but breathing ok and was able to be aroused." The hcp reprogrammed the concentration. A follow up report will be sent when additional information is received.